Event description:
It was reported that during a lap gastic bypass procedure, the blue reload was found already fired when they took it out of the newly opened sterile box. The orange row was showing. They opened another one and used instead. The white reload was used later in the same surgery. That one did not fire properly, so not all the rows had been successful. An incomplete firing. They had to suture over the staple line. No harm to the patient. The stapler will be sent in for analysis as well, although the reloads were the problem. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one ecr45w and one ecr45b reloads were received instead of an ec45. The reloads were received in good visual condition and without a device. Reload a was received fully fired; reload b was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload (b) was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete firing sequence without any difficulties. It should be noted that all cartridge reloads are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.